Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pca) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely tortuous and calcified proximal circumflex (cx) artery. A non-bsc guide wire and the 2.75 x 15mm maverick 2 monorail balloon catheter were introduced into the cx, however, the balloon was unable to cross the lesion. The same balloon catheter was again advanced to the lesion by using a "double wire technique" and successfully crossed the lesion. Upon the first inflation at 4 atms, the balloon ruptured; the duration of the inflation is unk. The procedure was successfully completed with another maverick balloon catheter. No pt injury or complications were reported. The pt's condition was reported as "no problem".